Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.performed a voltage test and passed performed share log review and no issues were found.. Performed pairing test with (B)(6) bluetooth device: passed the complaint was not confirmed because there is no transmitter error in the cloud data and it passes all relevant testing.the reported event of a transmitter failed error was not confirmed the root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.